Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b12 result generated on the alinity I processing module for a patient. The sample was repeated and a lower result was obtained. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 339 pg/ml. Sid (B)(6) repeat result = 182 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the 100l pump body had a leak. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The 100l pump body was determined to be the likely cause of the issue. A review of the analyzer¿s service history was performed and revealed no additional issues associated with discrepant or erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity I system, the 100l pump body, or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the 100l pump body were identified.

Event description:
The customer observed falsely elevated alinity I b12 result generated on the alinity I processing module for a patient. The sample was repeated and a lower result was obtained. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 339 pg/ml. Sid (B)(6) repeat result = 182 pg/ml. There was no impact to patient management reported.